Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. The customer was unsure if the issue impacted blood glucose level as the customer's bg level had been high for several days and reported to be at 350 mg/dl. The customer took a bolus via the pump to stabilize high blood glucose level. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump